Event description:
It was reported the customer had a keypad anomaly. The customer's mother stated their buttons were unresponsive. Customer's blood glucose was 88 mg/dl. The customer's mother stated they had dropped their insulin pump in the toilet prior to the keypad issues occuring. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications. However, unit was received with scratched display window and cracked reservoir tube lip, case window corners, battery tube threads and moisture damage on the keypad.